Event description:
Procedure: according to the reporter: during use a portion of the shaft chipped off and fell into the cavity. The broken pieces were removed from patient. The device was replaced and the surgery was continued.

Manufacturer narrative:
(B) (4)